Manufacturer narrative:
A steris service technician inspected the 3085 surgical table and found no issues with the function or operation; the technician was unable to duplicate the reported event. The reported event may have been attributed to user facility personnel inadvertently hitting/bumping the table's hand control while transferring the patient. Steris will offer in-service training on the proper use and operation for the 3085 surgical table. The steris service technician returned the 3085 surgical table to service, and no additional issues have been reported.

Event description:
The user facility reported that following the completion of a patient procedure, user facility personnel were transferring the patient from a 3085 surgical table and the table became unlocked. The patient was successfully transferred off the 3085 surgical table and no injuries were reported.

Manufacturer narrative:
Steris made multiple attempts to offer and schedule in-service training on the proper use and operation for the 3085 surgical table however, the user facility declined. No additional issues have been reported.